Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/23/2009, that customer had an issue with dialysis catheter. Customer states that there was a crack in the clear plastic tubing. This catheter was pulled and replaced as a result of the crack.